Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine and evaluated the device. The reported issue of the suspect device was confirmed to be related to a known issue that is being resolved by performing remediation of the device under field corrective action z-1609-2015. No further investigation will be performed.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported during pre-use on startup this avea ventilator alarmed and displayed circuit occlusion. The customer reported no patient involvement.